Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set occlusion issue event on (B)(6) 2026 due to insulin flow block alarm. The blood glucose level was high and patient was treated with correction injection via multiple daily injections (mdi). The insertion site was upper arm. The patient replaced the infusion set and resumed insulin deliveries successfully. Patient reported infusion set cannula was narrow at the tip. No further information available.